Event description:
For the last couple of years and has progressively gotten worse, I have bad night vision. When I had my lasik done for free -through local tv station 1/2 hr live special-, I have had issues with night driving or halos. However, after I had the surgery, it was corrected. Now, about 8 years later, it has progressively gotten worse to the point, I hate to drive at night or even look at my tv when it is light lettering and a dark background. It is completely 100% worse than it was when I first got the lasik surgery. I was picked for the television episode because out of all the 5 or 6 people interviewed, I was the "easiest" to do and the outcome would be great for them to promote their product. This was done through lasik. It is becoming unbearable and a nuisance.